Event description:
Pressure in the system rises during the ventilation (only on the patient) up to the upper pressure limit. Peep rises as well (as auto-peep). Bellow fills with rising pressure. Manual ventilation is not possible either. Pc1766 is already replaced without success. Error could not be reported with test lung. No patient injury resulted. Precise event date is not known.